Event description:
During an esophagogastroduodenoscopy (egd) procedure the physician used a cook disposable hemostasis clip. When pre-tested, the device worked properly. The clip reportedly "came off" and the location of the clip was described to be inside the endoscope. The specific location of the clip is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: the product was returned to the approved clip supplier. They provided the following info. The clip has been deployed from the device and was not returned for evaluation. The handle operated freely. No defects were observed on the returned portion. A full evaluation was unable to be performed due to the missing clip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. A full evaluation was unable to be performed due to the missing clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, this report represents an unusual occurrence. Quality assurance will continue to monitor for complaint trends.